Event description:
It was reported the device fell from gcx cart during transportation damaging the monitor display assembly. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
The device was returned and analysis was performed at the philips authorized service provider. The results of the analysis were that the monitor had a broken screen and the cart had broken bracket and damaged screws. There were multiple parts replaced and the customer was provided with a replacement cart. The device was returned to the customer. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the broken brackets. The issue was resolved by providing a replacement cart.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device fell from gcx cart during transportation damaging the monitor display assembly. It was indicated the bracket on the roll stand seemed to break with one of the screws damaged. Damaged. The device was in clinical use. There was no report of patient or user harm.